Manufacturer narrative:
Medtronic received the following information from a journal article entitled; time-to-event analysis of the impact of endovascular aortic aneurysm repair on chronic renal decline sugimoto m, banno h, sato t, ikeda s, tsuruoka t, kawai k, niimi k, kodama a, komori k ann vasc surg 2021; 74: 165¿175 https://doi.org/10.1016/j.avsg.2021.02.031. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent stent grafts and non mdt stent grafts were implanted in 512 patients over a 10 year period in the endovascular treatment of abdominal aortic aneurysms . The following injuries were reported; chronic kidney injury requiring dialysis